Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone15.4, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient was hospitalized on (B)(6) 2026 for high blood glucose level rose to 566 mg/dl. The cannula was found bent. The pod was worn between 1 and 4 hours on the infusion site (abdomen). It was also stated that the patient had ketones and low sodium as diagnosis during the time of medical attention. As treatment, patient was given insulin and intravenous saline. The pod was discarded. The patient was discharged on (B)(6) 2026.